Event description:
It was reported that the atrial lead exhibited loss of capture with outputs at 7.5 v at 1.5 ms, and appeared to be double counting both the native p waves and r waves. Lead dislodgement was suspected.